Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer¿s reported problem during testing and evaluation. The ventilator was tested with a known good ac adapter connected and attempted to power and the ventilator would not power on. Bench testing revealed a malfunctioning power board was creating the power on issue. Visual inspection revealed component f1 of the power board was burnt. Vyaire medical replaced the power board to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator would not turn on, it has a constant alarm. While in service, it was discovered that the ventilator had a burnt component. There was no patient involvement associated with this reported event.